Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, subsequently the suggested event occurred. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The user can detect the event by handling the device according to the following: -inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found the following: the angulation wire was detached, the control knob had no movement in the down direction, the distal end plastic complete video had chips and scratches and a deep dent on the side, the objective lens glue was peeling and had a chip on the side, the light guide lens was cracked and chipped and the glue was peeling, the insertion tube had scratches, the control body had boot protector damage on the grip, the scope connector had scratches and the bending section cover rubber glue was leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an angulation malfunction; cables broke during a procedure. The issue was observed during a diagnostic (colonoscopy) procedure. The procedure was completed with the same device with no delays. There were no reports of patient or user harm associated with this event.